Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem external power data cable was partial fractured. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The issue was confirmed as during testing the damaged cable was found. The cable was replaced and the issue was resolved. A complete system checkout was performed after part replacement and all tests passed. The system is operational. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The external axiem cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket was damaged near the lemo connector. The exposed shield wire had been severed. No bare conductors were exposed. The continuity test revealed an open at pin 4 of the universal serial bus (usb) cable. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem external power data cable was partially fractured. No patient was present at the time of the event.